Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 update model number, d4 catalog number removed and d4 primary UDI number updated. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by a zoll technician at the customer's facility and the device performed to specification. The device was put through extensive testing with a known good battery without duplicating the customer?s report. During onsite testing the technician observed that the CPR stat-padz was connected to the device. The CPR stat-padz does not have a short wire, to perform the 30j test. The device was charged at 30j, the device prompted a pad lead fault. The pad lead fault message is an indication that the device was not connected to the short. Short is required to perform the 30j test. Analysis of reports of this type has not identified an increase in trend.